Event description:
Switch broke when perclose deployed.

Event description:
Add'l info rec'd from MFR 10/1/02: the model number is: 12359. The lot number is: 832696h. The device was not returned for evaluation but the lot number was provided. The device history record was reviewed and no deviations were found relevant to this investigation. MFR was not able to establish a root cause based on the available info. A review of MFR's product surveillance files revealed no other complaints of this nature against the reported lot number. As mentioned above MFR reviewed the device history file along with its surveillance files. Date received: 4/16/02. MFR routinely follow up with all reporting facilities and it tries to obtain the device (s) cited in each MDR report. For this report MFR last contacted the facility on 5/14/02 and asked if the device would be returned but so far MFR has not received it.